Event description:
A system error 2240 message that appeared on the display of the home patient's homechoice machine during fill 1 of his automated peritoneal dialysis therapy. Per initial report, the home patient noted that fluid was coming out of the connector end of the patient line of the homechoice machine during fill 1 of his automated peritoneal dialysis therapy. Per initial report, the home patient noted that fluid was coming out of the connector end of the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.